Event description:
The caller stated that the tracheostomy tube was in use for several hours in the pt when the cuff started to deflate and the pilot balloon had a leak. The pt was recannulated with another 5.5pdc that was not a part of routine trach charging. The caller stated the cuffs are pre-tested and inflated with 6 cc s air and the tracheostomy tubes are normally changed every 15 days.

Manufacturer narrative:
It was reported that the tube is unavailable for failure investigation. The history record for the lot number provided will be reviewed. If the sample is returned and significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.